Event description:
The catheter broke off at the insertion site. They were able to retrieve the catheter and discontinued the pcvc. There was no harm to the baby. The hosp reported lot number 6004540. This lot number belongs to a procedure tray which does not contain a catheter. We contacted the hosp and the reporter did not know the catalog number of lot number of the broken catheter.

Manufacturer narrative:
H.3 - 81 - we have not rec'd the sample for analysis. A supplemental report will be submitted upon receipt of the sample and completion of the investigation.